Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached a battery voltage below the 3 volts at pre-implant time. The device was not implanted and returned in the box unopened. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached a battery voltage below the 3 volts at pre-implant time. The device was not implanted and returned in the box unopened. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis of the device revealed no anomalies.